Event description:
The customer reported the screen would not turn on. The fe confirmed the workstation would not boot up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was replaced and the cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.